Event description:
It was reported that the pump battery could not be charged as well as the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.